Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor auto zero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor auto zero failure occurred. The customer informed the remote service engineer (rse) that they had received the error message after they replaced the flow sensor assembly. The rse and customer performed a troubleshoot and the rse advised the customer to check the pin alignment. The customer stated they would check the pin alignment and callback if necessary. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.